Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter tore while inside the pt. The physician used a snare to retrieve part of the catheter from the pt's vessel. No additional harm or injury was reported.